Event description:
It was reported that the patient presented for lead implant. During procedure, excessive bleeding was noted from the patient resulting in loss of lead slack. Atrial lead impedance measured low and out of range. The lead was removed from the patient, upon which insulation damage was noted. The procedure was completed using an alternate lead on (B)(6) 2022. The patient was stable.